Event description:
It was reported that the peripheral nerve evaluation (pne) lead was implanted on 2014-(B)(6), but the use before date was 2014-(B)(6). The last location of the lead was in the manufacturer representative¿s trunk stock on 2013-(B)(6) and the reason for implanting expired product was unknown. No reason for implanting the expired product was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3065usc, lot# n402611, implanted: 2014-(B)(6), product type screening device. (B)(4).